Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had cosmetic damage scratches on the lcd screen and it was difficult to patient to read the screen. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Insulin pump was received with minor scratched lcd window, scratched case, cracked select button keypad overlay and missing belt clip plate weld.